Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had critical pump error alarm and broken force sensor was detected during seating or regular delivery alarm. The blood glucose level was unknown. It was reported that customer swim with the pump and got insulin pump error alarm. The blood glucose level was unknown. The device will not be returned for the analysis.